Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported pain at the battery site and ineffective pain relief from the stimulation. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedances were within normal limits. The patient had been reprogrammed in the past with no success. The battery was explanted. The customer refused to return the explanted device. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer the patient. It was reported that the patient had been having trouble with the implant. One of the issues that had happened regularly was that even when he had the stimulator turned off on groups a, b, and c and turned down to 0.0 milliamps, the stimulator would still kick on and start stimulating the patient¿s back around 10 or 12 milliamps. The patient had met with manufacturer representatives a couple of times and they had done adjustments on the implant. Additionally, the patient noted that there was not enough room for the implant, and he would have pain associated with the implant just being there. Despite having the implantable neurostimulator removed on (B)(6) 2019, the patient was still sore around the implant site. There were no further complications reported or anticipated.